Event description:
It was reported that the surgeon inserted a cq2015a collamer three piece lens and a haptic broke as the lens was inserted. The lens was removed without enlarging the incision and there was no patient injury. The reporter stated they use the sfc-45fp and the indigo p injector with this lens. The customer is aware that this is off label use but indicated that it works well for them.

Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber three piece foldable intraocular lens. (B)(4) - no consequences or impact to patient, haptic broke. Evaluation: visual inspection of the returned product showed the lens was received in liquid and a haptic and pieces of the optic was torn off and missing. (B)(4).